Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ug4j, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported a trial patient who was 11 days into the trial, had a massive hemorrhagic stroke on (B)(6) and was hospitalized. The patient died on (B)(6). It was unknown if the death was related to the device or therapy, but there were no allegations it was related to the device or therapy. Relevant medical history includes urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor.

Event description:
Additional information received from the healthcare provider (hcp) reported the death was in no way, shape, or form related to the device or therapy. The consumer died from a hemorrhagic stroke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.